Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there was sensor glucose versus blood glucose reading discrepancy. Customer stated that he woke up and got threshold suspend all night. Customer stated it was low during the night and the actual ready was 426 mg/dl and sensor glucose was 80 mg/dl. Troubleshooting was done. Customer's blood glucose was 246 mg/dl and sensor reading was 45 mg/dl. Assisted the customer to troubleshoot. Customer will follow the instructions as to when to turn sensor back and monitor isig and blood glucose to determine the proper time to calibrate. Advised the customer not to calibrate when there are error alerts and wait at least and hour until the blood glucose and sensor glucose readings are stabilized. No further information provided.